Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2017-00328: head, 3025141-2017-00330: stem.

Event description:
An arh slide-loc radial head replacement system was implanted on (B)(6) 2017. At some point post operatively, the head/neck assembly dissociated from the stem. The implants were explanted on (B)(6) 2017.